Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-24075. It was reported the pt is receiving ineffective stimulation. As per pt she had a slip and almost fell. X-rays revealed lead migration. Surgical intervention will take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.